Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to reservoir migrating to the bladder. During the procedure the existing reservoir was removed and replaced with a new one. No information was provided about the patient's outcome. It was further reported that the patient did not experience any pressure or trauma that could have contributed to the migration. There were no device malfunctions associated with the explanted ipp. During the procedure two reservoirs were removed, as the patient had a previous reservoir that was capped. The patient experienced pain when deflating the device. The outcome of the procedure was said to be positive.